Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that, prior to the trial starting, the patient's stream was a little weaker at times. Since they had their device, their stream was even weaker than before. They were advised to lower the amplitude and, if there was no change, during the following day's follow-up, they could switch the lead. On (B)(6) 2017, it was reported that the patient was having restricted volumes with voiding, which was a return in the patient's symptoms since having the device. On (B)(6) 2017, it was reported that the patient was advised by a doctor to turn their device off on the day prior to the report. They did not track after the device was turned off. They started tracking again at 1:00 a.m. On the morning of the report. With the device off, their stream was better and the did not have to void as much. They turned the device back on and started to void more. Their urgency increased and the stream became weak again. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.